Manufacturer narrative:
Returned product analysis revealed that the catheter had severe shaft damage. The sentinol delivery system and the stent were returned for analysis. The stent was received separately . The stent was fully expanded with two cells on one end that had tissue present. The damage on the shaft included several segments that were flattened and compressed. There were also numerous kinks on the shaft. The manufacturing records for this batch number were reviewed and no issues or discrepancies were found. This record review confirms that the device met all material, assembly, and performance specifications. The most probable root cause classification of operational context.

Event description:
Event determined to be reportable based upon follow up info received in 2008. It was reported that during an unspecified procedure, advancement and deployment difficulties were encountered. The 75% stenotic and minimally calcified lesion was located in the superficial femoral artery (sfa). Following dilation of the lesion with a polar catheter, the sentinol bil stent delivery system (sds) was advanced over another manufacturer's guide wire. However, during advancement, the coating of the guide wire was compromised, and the sentinol sds "buckled". The stent was unable to be completely deployed. So the stent, sds and the guide wire were removed. The procedure was successfully completed with another sentinol sds and a magic torque guide wire. Patient status was reported as "okay".